Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the patient was told by the representative that they needed to turn their therapy off once in a while because they were having it on steady all the time. Today the patient took the controller battery out of the controller to let it rest for a while and now the pain was going through them so hard. Patient said the controller was not on but they were still feeling therapy and it was really intense for it was higher than what it normally was. During call pt put the controller battery back in and turned stim off because they left stim on. Pt thought taking controller battery out of the controller turned stimulation off. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.